Event description:
The customer called technical support (ts) and reported that the device was randomly shutting off while connected to a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer is not reporting any adverse outcome to patient care or therapy. The customer evaluated the device with the assistance of the remote service engineer (rse). The biomed customer has advised diagnostic code 100a data acquisition pcba adc failed message was logged in the significant event log. The da pcba adc reference failed. The adc reading from the measured 3.3 v supply is less than 2413 ¿ 290 counts or greater than 2869 + 165 counts for 6 consecutive samples, scheduled to be 10 ms apart. The customer advised the v60 was powered back on, and it appeared to work fine after the reboot and advised that the 2.5-volt and 3.3-volt power supplies were within specification. The rse provided biomed with the part number for the v60 da-mc cable 2nd generation. The customer has advised philips to close the case. The biomed customer will call back if they have any additional questions.